Manufacturer narrative:
Additional information was received that the patient's revision was due to ineffective therapy and discomfort at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's scs was painful. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was experiencing pain. It was noted that the ipg was not helping the patient anymore. The patient will undergo an explant procedure.